Event description:
It was reported it was suspected the patient¿s implantable neurostimulator (ins) was overdischarged and there were telemetry issues . The patient had not charged or felt stimulation for 3.5-4 years. It was noted the patient had a family issue. A power on reset (por) condition was reported. It was noted a physician mode recharge (pmr) was being performed. Additional information received reported the patient did not have time to do a ¿por¿ so she went home without it. The patient was going to meet with a manufacturer representative (B)(6) to complete the ¿por.¿ it was noted they were unable to ¿confirm any codes of definite overdischarge, but the battery had been in operational for going on 4 years.¿ additional information stated the device was not able to be recovered from an overdischarged state after four years of not being charged. It was stated the patient was not receiving therapy and the plan would be to replace the device. It was later reported the patient had no stimulation sensation and due to the overdischarge a surgery was being scheduled but the patient¿s new physician decided not to take the case.

Manufacturer narrative:
Concomitant product: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 377645, lot# v008189, implanted: (B)(6) 2006, product type lead. (B)(4).